Manufacturer narrative:
MDR 3003442380-2024-04351 - device 3 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced twelve infusion set cannula kinked events. The events occured within 3 hours of insertion. The insertion site was at the abdomen, lower left side. The blood glucose level was 200 - 400 mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.